Manufacturer narrative:
A manufacturer representative went to the site to service the system. Could not duplicate the issue. Verified batteries are keeping their charge under load. Verified charging board voltages. Verified drive is working properly. Found that the umbilical cable was not seated correctly and unit was not charging. Plugged umbilical cable in and was able to lock it into place to keep the system charging. Also found in the logs that the system was left on and unplugged from the mvs for a long period of time before the case. Information references the main component of the system. Other relevant device(s) are: product ID: bi70002000-g30, serial/lot #: -, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a spinal procedure. It was reported that they were unable to expose. Both the hand switch and foot switch were attempted. No resolution after reboot. Patient present. Imaging and navigation was aborted and there was a delay of less than one hour.